Event description:
It was reported from the sales rep on behalf of the hcp that "I do not know all of the details of the situation when production of revolve devices were temporarily removed from the market, but sterility is my concern. As you know, we collected residual revolves that we could get our hands on as they were not recalled. I performed a fat grafting case on (B)(6) 2022 utilizing the residual revolves that we had collected on a very young and healthy patient. We unfortunately have been dealing with recurrent mycobacterium fortuitum infections of every fat grafting site. This is a very difficult infection to treat which should not happen in a fat grafting case in this healthy patient. Although there could have been other sources, I am concerned that the revolve device we utilized was contaminated and was the source of this rare infection." No lot number was provided. The information was clarified through the sales rep that the surgeon is referring to the backorders over the last few years. It should be noted the backorders were not related to any sterility issues. Additional information was received from the hcp on 9/15/2022 that states the lot number was not recorded by the or nurse for this case. Harvested approximately 500 cc. Injected 110 cc right breast. 120 cc left breast. There were no visible defects noticed with the device prior to use and the lr was warmed according to specification. The patient underwent micro fat grafting to the breast bilaterally on (B)(6) 2022 and initially the patient healed routinely. Then on (B)(6) 2022, the patient required aspiration of l breast abscess and aspiration of r breast abscess on (B)(6) 2022. Patient then developed recurrent bilateral breast abscesses requiring drainage on (B)(6) 2022 along with abdominal donor site abscesses. Cultures were positive for mycobacterium fortuitum and antibiotics changed. On (B)(6) 2022 the patient ultimately required operative debridement of all surgical sites due to progression, with negative pressure wound therapy and insertion of a PICC line for IV antibiotic therapy.

Manufacturer narrative:
This MDR is being reported in an abundance of caution as serious injury due to the medical and surgical intervention to treat the patient's infection. The device was not returned for evaluation. The lot number associated with this event was not recorded during the surgery and remains unknown; therefore an internal investigation into the device history records could not be performed. Based on the limited information, a relationship to revolve was not determined. It should be noted that from harvest to injection, multiple non-lifecell devices/components contact the autologous fat during the procedure (liposuction, tubing cannulas, syringes). No further actions are required, a nonconformance was not confirmed. If additional information is received, a supplemental report will be filed.